Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed the caller on how to press the button properly, but despite this, the issue persisted. Customer continued to use the pump for insulin delivery.